Event description:
It was reported that the patient had a possible infection. This infection was related to the implantable neurostimulator (ins). This occurred several years ago, but an exact date was not provided. The patient was given antibiotics and the stimulator was later replaced in the flank once recovered. Per manufacturing records, the patient had several ins devices and it was unknown which device was involved in this event. No patient outcome was provided. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product type: implantable neurostimulator; product ID 7427, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, implantable neurostimulator; product ID 389133, lot# j0455285v, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: lead; product ID 3550-09, lot# lc1420, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: accessory; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: extension; product ID 37711, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger; product ID fa37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2005, product type: lead. (B)(4).